Event description:
The reporter stated that the metacarpophalangeal joint hemi arthroplasty device, which had been implanted in a patient, broke. An additional surgical procedure was then needed. In the revision surgery a total arthroplasty using distal and proximal implants was done. Integra has requested additional clinical information.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.